Event description:
It was reported that the patient presented remotely via merlin.net. The patient's pacemaker exhibited over-sensing noise leading to pacing inhibition. The patient will further be monitored. There were no patient consequences.